Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please advise when the device did not deploy strap into tissue bone and deployment failed: was the issue that the device was able to be fired, but no strap was deployed when the handle/trigger was compressed? N/a. Was the issue that the device was jammed and handle/trigger was unable to be fired? N/a. Was the issue that the strap did not adhere to the tissue? Affiliate reported the strap was unable to adhere to the tissue. Is the lot number of the device involved in the event available? Affiliate reported the lot number is unknown, however, the device is available for evaluation. Please provide the surgical approach (open or laparoscopic) and the type of procedure. Affiliate reported the only information in relation to the procedure is that it was laparoscopic.

Event description:
It was reported that the patient underwent a laparoscopic unknown procedure on (B)(6) 2016 and absorbable straps were used. During the procedure, the device did not deploy strap into tissue bone and was unable to adhere to the tissue. Another like device was used to complete the procedure. It was also reported that the patient is fine. There were no reported patient consequences.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Visual and functional inspections were conducted. A close inspection was conducted on the returned device and no visual damages were noted. All straps were delivered properly, one at once. After testing the device was disassembled to conduct a deep inspection and no damages were found on internal instrument components. Based on device performance, it can be concluded that the device worked as intended.